Manufacturer narrative:
(B)(4). Date sent: 02/20/2020. Additional information was requested, and the following was obtained: surgeon is not wanting to discuss the case further and said he has had several very successful cases with the echelon circular and believes it was not the stapler that failed. The patient is doing well now. He has no more information. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial surgery? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient?

Event description:
It was reported that the doctor performed a sigmoid colectomy on a patient and used a cdh29p circular stapler to complete the anastomosis. The patient was discharged and returned at an unknown date with an anastomotic leak, found by scoping the patient. The doctor reoperated and oversewed the anastomosis. The patient was discharged and is doing fine.